Event description:
The customer's spouse called and reported that a button on the insulin pump was not consistently responding. Customer's blood glucose was 216 mg/dl. It was stated the insulin pump had been banged when customer exited a car, leading to the keypad issues. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, traces of moisture noted at the keypad traces. The insulin pump has cracked case at the display window corners, reservoir tube, reservoir tube window, battery tube threads and with minor scratched display window.